Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.2, 1.3, lot: 2.9. Inratio results were obtained within 5 minutes of each other using fresh finger sticks. Lab results was obtained about 30 minutes after inratio testing. Patient self tester.

Manufacturer narrative:
Investigation pending.